Manufacturer narrative:
(B)(4). Note: beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: no parts were returned to the manufacturer for physical evaluation. The unicel dxc 800 synchron system was evaluated at the user facility by a beckman coulter field service engineer (fse). Instrument functional checks were performed which identified erroneous result(s) for sodium. The service documentation revealed that the fse replaced the electrode and salt bridge to resolve the issue. Additionally, the fse calibrated the instrument. Following the service activity, the instrument was restored to full functionality. The investigation into the cause of the reported problem was able to confirm the failure mode. The fse identified poor ise results. Therefore, the complaint event was confirmed.

Event description:
The complainant reported that the instrument experienced an erroneous result for sodium. There was no report of patient results released from the laboratory. No patient consequences or adverse patient effects were reported as a result of this event. The complaint device was available for evaluation.